Event description:
An international customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. The unit meets specifications and was returned to service.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional service performed and part replaced: preventative maintanence level 1 (pm1), vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit was reviewed for the past 6 months (10/01/2015 to 03/30/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and vacuum pump oil were not returned for further evaluation. ¿the CAPA identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.